Manufacturer narrative:
The revised implants were not returned for investigation. Post-op x-rays were not available for review. Without pre-operative xrays for review, the cause of revision is inconclusive. There is no evidence indicating a failure of the implant or the system.

Event description:
Revision.